Event description:
It was report that due to tortuousity, an embolic protection device could not be used for the right carotid artery stenting. During the procedure, the pt suffered a minor right-hemispheric embolic stroke which led to facial weakness and dysphagia. The pt recovered rapidly during rehabilitation; the outcome is an improved condition.

Event description:
During a carotid procedure the patient suffered a stroke. There was intervention performed and there was a persistant diability. There were drugs given (integrilin infusion). The patient had prolonged hospitalization.